Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and unable to fill reservoir. The customer¿s blood glucose was unknown at the time of the incident. Patient had some trouble with her reservoir, plunger was hard to push the air out. The reservoir was not expected to be returned for analysis.